Manufacturer narrative:
Medwatch sent to FDA on 07/25/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and cold are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema and cold as follows: precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected to the lip contour and commissures with juvederm volbella with lidocaine. Eight months later patient was injected to the nasolabial groove with juvederm volbella with lidocaine. Eleven months later patient developed edema "mainly on the lips, but also with face edema, in the area of the nasolabial groove." Patient was treated with oral decadron for 4 days and symptoms improved. Symptoms resolved 2 months after onset. Patient was additionally noted to have had a "cold for 20 days." Patient has also developed "face edema" in the past with a previous injection of unspecified juvederm voluma. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00552 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection with juvederm volbella with lidocaine.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the lip contour and commissures with juvéderm® volbella¿ with lidocaine. Eight months later patient was injected to the nasolabial groove with juvéderm® volbella¿ with lidocaine. Eleven months later patient developed edema "mainly on the lips, but also with face edema, in the area of the nasolabial groove." Patient was treated with oral decadron for 4 days and symptoms improved. Symptoms resolved 2 months after onset. Patient was additionally noted to have had a "cold for 20 days." Patient has also developed "face edema" in the past with a previous injection of unspecified juvéderm® voluma¿. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00552 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection with juvéderm® volbella¿ with lidocaine.

Event description:
Additional information: the healthcare professional clarified symptoms began approximately one year and seven months after injection. Symptoms resolved two months later with oral corticoid treatment.

Manufacturer narrative:
The event of sinusitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: it was noted the patient developed a "small swelling" in their lip that lasted two days and disappeared spontaneously. Some time later the patient ¿had an episode of sinusitis and was treated with clavulim 15 days¿. On the last day of the antibiotic the patient "developed an intense swelling of the lips" and was treated with predisin for 5 days and edema regressed. Diffuse perioral edema was noted. The patient¿s ¿cold¿ was considered not related to the device, however "the infectious process was related to edema.¿ patient is "treating autoimmune disease." Corrected data: the physician clarified that this patient did not develop "face edema" from a previous injection of unspecified juvéderm® voluma¿ and that this information was meant for a different patient.